Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent called to report that the customer is experiencing high blood glucose levels. Customer's parent reported that the customer's blood glucose levels ranged from 62 to 600 mg/dl. Customer treated their high blood glucose levels with 6 units of insulin. Customer treated their low blood glucose with food. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.